Manufacturer narrative:
Fractured insertion post. Fracture was caused by mechanical overload caused by user.dentist should have consulted instructions for use to prevent this from happen.

Event description:
Fractured insertion post.